Event description:
Complainant alleged that the clinicians had paced a pt (age and geneder unknown), and then attempted to defibrillate the pt, but the device displayed either a "check pads" or "or check electrodes" message and did not discharge. The clinicians then obtained another device and connected it to the same pads. Again, the message appeared on the replacement device. A fresh set of pads were then applied to the pt, and the clinicians successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.